Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the universal surgical manipulator (usm) #1 and usm #3 drifted by themselves. The operating room (or) staff called in to report the issue. An intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the logs and found two 23075 errors, one for each master tool manipulator (mtm). The error is generated with the system detects that the user's hand may not have been touching the mtm while in following mode. The tse informed the surgeon and the staff that when the surgeon's head is in the console sensors, he must have his hands on the mtm. The tse had the customer do an e-stop (emergency power off) and resume use for customer satisfaction. Reportedly, an isi field service engineer (fse) followed up with the site's robotics coordinator regarding the reported event and was informed that the surgeon stopped the robotic procedure due to the drifting issue and converted to open surgery. There was no harm or injury to the patient reported. Isi has made multiple follow-up attempts to obtain additional patient/event information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Prior to go on site, the fse contacted the site's robotics coordinator and was informed that the usm's were drifting very badly due to uneven floors in the or. The robotics coordinator also informed the fse that the surgeon then stopped the robotic procedure and converted to open surgery. The fse performed a field evaluation at the site to further investigate the customer reported failure mode. The fse performed a test drive of the system and verified the system as ready for use. Per the da vinci xi surgical system user manual, the following is noted: "warning: once in surgeon control, the surgeon console operator must not remove his or her hands from the controls until removing his or her head from the surgeon console viewer¿thereby taking the system out of surgeon control mode. Failure to do so may result in uncontrolled movement of the masters, resulting in serious harm to the patient." A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation revealed multiple errors 23075 on both master tool manipulators (mtm) occurred during the surgical procedure. A log review was performed. Per the review it was confirmed that a da vinci-assisted pulmonary lobectomy procedure was performed on 19-aug-2022, on system serial #(B)(4) by the listed console surgeon. No image or video clip for the reported event was submitted to isi for review. This complaint is reportable due to the following conclusion: during a da vinci-assisted pulmonary lobectomy procedure, usm #1 and usm #3 drifted on their own. As a result, the surgeon elected to convert the case to open surgery. At this time, the cause of the customer reported failure mode can be attributed to possible use-error as the da vinci surgical system appears to have been used on uneven flooring in the or.